Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the patient presented with pain. The original construct was a t11 to l3 fusion. The 6.5x45mm uniaxial screws appeared broken on the x-ray. It was determined adequate fusion between l2-l3 was not achieved. Broken screws were removed and replaced with 7.0 x 45mm uniaxial screws. No additional patient consequences were reported.